Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon did a head/poly swap and stated "the pt has elevated ions due to trunionosis".

Manufacturer narrative:
An event regarding abnormal ion levels involving a metal head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation:no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was received. Further information such as return of device, pathology report, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Surgeon did a head/poly swap and stated "the pt has elevated ions due to trunionosis".